Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the reset, and instructed them to call back if the malfunction code recurs. The caller acknowledged and understood the instructions, and was advised that the pump could continue to be used.